Event description:
It was reported that, during stress testing, the patient had an inappropriate shock due to t-wave oversensing. The device sensing vector was set to the primary vector at the time of the shock. Technical services discussed some programming options. The clinic ran the automatic setup feature, and the device picked the secondary sensing vector. The clinic chose to leave the vector set to primary and just monitor for now. There were no additional adverse patient effects. The system remains implanted.